Manufacturer narrative:
UDI: (B)(4). Device history record review: a device history review was performed and no non-conformance's were detected related to the reported condition. Device evaluation: the actual device was returned for evaluation. Quality engineering evaluated the device and it was determined that the reported condition was confirmed. It was determined that the cracked saw head locking mechanism was related to a design issue, which has been escalated to a CAPA. The assignable root cause was determined to be traced to component failure (faulty parts), which is normal wear. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported by (B)(4) that during service and evaluation, it was determined that the saw head of the battery oscillator device was cracked. It was determined that the device functioned non continuously, and later stopped running. It was observed that the device was working intermittently. It was further determined that the device failed pretest for general condition, check saw blade coupling, functional test, check trigger and ecu(electric control unit) function and check oscillation frequency: minimum 10800-14200 oscillation/minute. It was noted in the service order that the device was not working properly during pre-surgery. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. However, it was reported that the event occurred in 2019. All available information has been disclosed. If additional information should available, a supplemental medwatch will be submitted accordingly.